Manufacturer narrative:
Returned device was received in decent physical condition. The pump had a counterfeit top and bottom case and was found with a cracked right plunger case. Evidence of reported problem in event log was found. The motor rate error was unable to be duplicated. The "syringe not in place" error was able to be replicated during the syringe test. During the evaluation of the device, the motor assembly was found to be old, dirty, and worn out which would cause the intermittent motor rate error and it was found that the timing plates were incorrect on the pump which was placed by the customer. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump had a motor and plunger error. No adverse events were reported.